Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: no staples were deployed on tissue but few staples were seen outside at the proximal end of the reload.

Event description:
It was reported that during a gastrectomy procedure, the reload loaded into the device, and the device didn't fire properly. The surgeon felt resistant while firing sequence initiated. They completed the firing sequence with a little extra force applied. After removing the reload and the gun, it is observed that no staples on tissue, but partial stapling clearly seen at reload proximal at the end of the reload. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l54432. The analysis results found that the tcr10 reload was received, with the right gripping surface and left cartridge fork were damaged, and with the proximal 32 drivers up without staples and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. No functional test was performed due the condition of the cartridge. The batch record was reviewed and no anomalies were noted during the manufacturing process.